Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) fired at home and was brought to the hospital by an ambulance. After a discussion between the physician and the implanting center, a plan was made to admit the patient for observation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.